Event description:
Information was received from service and repair via manufacturer representative regarding a device used for spinal therapy. It was reported that device had insufficient fixation of joints. There were no further complications reported regarding the event. Update: procedure involved: med the product came in contact with the patient. There was no impact to patient.

Manufacturer narrative:
Product analysis (B)(4): analysis confirmed insufficient fixation of joints. Service found that the fix ring and the fix nut were deformed. If information is provided in the future, a supplemental report will be issued.